Manufacturer narrative:
Initial.

Event description:
It was reported that when connecting the pump to the mobile app on a new phone and scanning a freestyle libre 3 plus sensor, an alert stated the sensor was already in use because it had been started by another device. No adverse clinical symptoms reported. Outcomes included successful activation of a newly applied sensor with communicated warmup and continued use without interruption. User support included user interview, device use review, and troubleshooting and education regarding single-device sensor pairing behavior. Investigation of this case revealed that the sensor pairing conflict was due to prior activation on a different device, consistent with expected single-pairing design and no device malfunction. It was concluded, based on established findings for similar reports, that the cause was user error pairing the device on multiple phones leading to expected inability to pair with the ilet.